Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for loose stem at cement/implant, osteolysis and polyethylene wear after a fall. Unknown mfg of cement. Unknown if fall caused loosening.